Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, new information and corrections. Updated fields: h4, h6. Corrected field: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had image interference and a camera cable is crushed in two different places. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, the camera head had image interference and a camera cable is crushed in two different places. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.